Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a tracheostomy tube got collapsed when it was used in a patient which caused gasping and made the patient to cause respiratory distress. A medical intervention was required to replace the malfunctioned device.